Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced a pericarditis and myocardial injury. An index pulsed field ablation (pfa) procedure in which a farawave nav catheter and farapoint catheter was completed on (B)(6) 2026. On 03apr2026 the patient reported a sharp chest pain while breathing. The patient was advised to present to the nearest emergency department. The patient subsequently presented to knox hospital, where a diagnosis of pericarditis was made. The patient was treated with colchicine and a steroid, methylprednisolone. The patient did not require prolonged hospitalization. No device issues were reported. The event was resolved on (B)(6) 2026. It is unknown whether the device will be returned for laboratory analysis.